Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: passed. Pairing with nordic bluetooth device: passed transmitter functional tester and passed. Share log review showed a loss of connection in the log within the investigation window.the patient's complaint was confirmed because there was loss of connection gaps present on the log.the reported event of a loss of connection was confirmed the root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon jan 08 17:15:54 est 2018 with MFR# 3004753838-2017-115249. The ack3 was received on mon jan 08 17:15:54 est 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.